Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with cefepime injection (1g, route and frequency not reported) and fortum injection ( 1g, route and frequency not reported) for peritonitis. On an unreported date, antibiotic treatment was discontinued. Nine days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.